Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the med application could not be accessed, and a fatal error occurred due to a network problem or hardware issue.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the med application could not be accessed, and a fatal error occurred due to a network problem or hardware issue. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.